Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was getting off of the scooter seat to get into their vehicle. While getting off of the seat, the swivel lever on the seat mount allegedly broke loose allegedly causing the seat to spin and throwing the customer to the asphalt.

Manufacturer narrative:
Seat only- the seat lever was not returned for examination. The post for the lever was fractured. (The remnant post was not returned for examination) it is unknown what caused this fracture.

Event description:
Provider alleges consumer was getting off of the scooter seat to get into their vehicle. While getting off of the seat, the swivel lever on the seat mount allegedly broke loose allegedly causing the seat to spin and throwing the customer to the asphalt.